Event description:
It was reported that the customer went to the emergency room (ER) and subsequently hospitalized with a blood glucose (bg) level of 630 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally, the cartridge and infusion set had been in use for more than 48 hours with lispro insulin. Tandem technical support educated the customer on insulin labeling.